Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-02204. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 75% stenosed lesion being treated was located in the calcified, mildly tortuous mid to distal left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm non-bsc balloon. The physician attempted to place a 2.75x28mm taxus express2 drug eluting stent, but was unable to cross the distal lesion. The 2.75x28mm taxus stent was deployed in the mid portion of the lesion. Then the physician attempted to place a 2.50x20mm taxus express2 drug eluting stent, but was unable to cross the previously placed stent. The 2.50x20mm taxus stent was deployed, overlapping the 2.75x28mm taxus stent. Ivus was performed and the stent was post dilatated with a 3.0x18mm non-bsc balloon. Ivus confirmed the stents were dilated completely. Four days post the initial procedure, thrombosis was identified inside the previously placed stents. The pt had been taking aspirin. The thrombosis was aspirated and 3.0x18mm non-bsc stent was implanted. Pt status reported as "recovered". It was noted that the pt did not take panaldine.